Event description:
It was reported that the patient presented to the hospital with a fungal infection, and granulomas associated with the infection were noted. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted without complications. The patient remained in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.